Event description:
The consumer reported their thermometer was giving false negative reading on their daughter. The device allegedly read 7 to 8 degrees lower than when taken with a different oral thermometer in the home. The child was brought to the hospital, where it was confirmed that they had a fever. There were no complications from this incident, and the pt is doing fine now.